Manufacturer narrative:
H4: the device was manufactured from august 5, 2020 - august 6, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) folfusor lv (large volume) devices failed to infuse. The devices were filled with benzylpenicillin 7.2g plus citrate. It was further reported that "it was not infusing properly and was dripping out". This was identified during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.